Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 14 mg/dl at the time of the incident. The customer got 3 no delivery alarms and changed sets 3 times and took a manual injection of 2 units and the next morning ended up low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer has had several issues since (B)(6) with battery, blank display, and delivery issues. On (B)(6) 2017, their blood glucose was 468 mg/dl and they changed sites, which dropped their levels to 329 mg/dl after an hour. Customer is concerned about the lack of failed battery or suspend confirmation alarms from the pump . The insulin pump will be returned for analysis.